Event description:
Initial total bilirubin result of 18.6 mg/dl, same sample repeated recovered 0.4 mg/dl. A second, different patient sample gave initial result of 11.52 mg/dl for direct bilirubin, same sample repeated gave result of .07 mg/dl. The next day, a different patient sample was tested for total bilirubin, and the inital result was 12.3 mg/dl, same sample repeated recovered 0.6 mg/dl. Patients were not adversely impacted.